Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 147 mg/dl at the time of the incident. Customer's current blood glucose level is 188 mg/dl. Customer took off the pump to exercise and now the buttons won't work. Customer has a battery out limit alarm and cannot clear it. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had corroded keypad traces. The insulin pump received with normal operating currents. No unexpected battery out limit alarm noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratches on lcd window.